Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a coyote balloon catheter with no other devices. There was blood on the balloon. There was no damage to the shaft. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 6 seconds which is within specifications. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon could not be deflated. The target lesion was located in the anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was selected for post dilation. The balloon was inflated at nominal pressure using a 50/50 ratio of visipaque contrast. However, the balloon could not be deflated. A 3cc syringe was used to assist in the deflation of the balloon, but it was not entirely deflated at time of removal. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine and non-symptomatic.